Event description:
The user facility reported that a guidewire kinked while traversing through the inserted introducer. The introducer was described as being rigid and tough to go through. Both the introducer and guidewire were replaced for the planned implant. There was no resulting patient harm.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of product damage (guidewire damage - peripheral vessel) and introducer damage ¿ mechanical has been completed. Product was not returned for investigation. Data log review was not required for this case run. According to the clinical details, the doctor had difficulty inserting the guidewire into the introducer, and the guidewire was reported kinked during the procedure. Insertion was successful with the second introducer. The cause of the guidewire damage issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the introducer damage issue was not determined since product was not returned and sufficient clinical information was not provided. D1 revised brand name and product code since the initial manufacturer device report number 1220648-2025-26833 was submitted in accordance with updated procedures. D2 revised common device name since the initial manufacturer device report number 1220648-2025-26833 was submitted in accordance with updated procedures. D4 revised model number, catalog number, and lot number since the initial manufacturer device report number 1220648-2025-26833 was submitted in accordance with updated procedures. Serial number, expiration and unique identifier (UDI) # should of been reflected as blank on the initial manufacturer device report number. D10 added pump information since the initial manufacturer device report number 1220648-2025-26833 was submitted in accordance with updated procedures.